Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the left ventricular (lv) lead was reactivated at the patient's request.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are feeling "terrible". It was also noted that the left ventricular (lv) lead was inactivated because there was loss of capture due to scar tissue. Lv lead remains in use. No further patient complications have been reported as a result of this event.